Event description:
A malfunction alarm with code malf 12 was reported by the customer, indicating an issue with the pump. The blood glucose level of the customer did not exceed 500 mg/dl, suggesting there was no adverse impact. Technical support provided information to reset the pump, and the customer successfully reset it with no recurrence of the malfunction code.